Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the report of the unit would not run was duplicated. Evidence indicates this is due to usage wear over time. If additional information becomes available, a supplemental report will be sent.

Event description:
It was reported that the hand piece "failed to work with the foot switch and hand switch." The reporter is unsure whether the problem was discovered pre-surgery or during surgery. There was no patient harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. There was no user report filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.